Event description:
Customer received a discrepant calcium result for one patient sample. Initial result was repeated because account repeats all calcium results greater than 10.0 mg per dl. Patient initially resulted 10.1 mg per dl, repeat results gave 9.2, 8.9, and 9.1 mg per dl. Initial result was not reported, therefore, no treatment was provided based on original discrepant result.

Manufacturer narrative:
The field service representative could not reproduce the issue or determine a cause. He checked analyzer operation and found no abnormalities. He performed a check test, precision check and ran quality control.